Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that a fully charged ipg did not provide 24 hours of therapy. As such, the patient stopped charging the ipg rendering the ipg to become inoperable. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient stopped charging the ipg due to increased recharge burden. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. The battery capacity exceeded the expected calculated stimulation time. The ipg charged normally with lab equipment. According to the review of eon mini IFU/dfu, 37-1004, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿